Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of 1,200 mg/dl after failing to revert to alternative insulin therapy while the ilet device remained powered off for an extended period. The user, who was concurrently ill with pneumonia, was found unresponsive and was airlifted from one hospital to another hospital, where they were treated with IV insulin and admitted to the ICU in a coma. The user was discharged on (B)(6) 2025 and later resumed ilet therapy.

Manufacturer narrative:
Engineering analysis of the ilet log file found no evidence of device malfunction. Log review showed multiple power-off events due to the device not being charged (power loss on (B)(6) 2025; no restart until (B)(6) 2025). The system operated normally when restarted, showing expected alerts (¿libre 3+ sensor expired,¿ ¿insulin out of drug,¿ ¿change infusion set,¿ and ¿bg run expired¿) and normal insulin delivery patterns thereafter. The dka hospitalization was attributed to prolonged device power loss while the pump remained connected but not delivering insulin, combined with lack of backup insulin use and concurrent pneumonia. Post-discharge logs indicate the ilet functioned as intended once restarted on (B)(6) 2025.